Manufacturer narrative:
(B)(4). Q core medical ltd (MFR) is submitting the report on behalf of hospira.

Event description:
The event was reported by a customer from (B)(6): "2 power adapters which are broken. Can I please have replacements for them under warranty? One is broken at the connector, and the other one the plug portion has fallen apart. Also, one broken splitter connector is reported. Human harm: no. Pt involvement: no" additional info received on 05/04/2015: a splitter was in use. An alternative power supply charged the pump.